Manufacturer narrative:
It was reported by the customer that a brand new expiratory pc board pc1784 failed the system pre-use check. The new pc board was returned for investigation. No logs were provided to verify the issue. Our investigation of the returned pc board did not show any errors, the first pre-use check failed, this is normal according to the information stated in the device service manual. The first will calibrate the system and fail, the second will pass. The remaining pre-use check tests passed with successful results, the returned pc board is functioning according specification.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that, after the printed circuit board replacement, the ventilator failed internal leakage test. There was no patient involvement. Manufacturer ref. #: (B)(4).